Manufacturer narrative:
H10: the device was received for evaluation. During functional testing, the device was able to properly detect a downstream occlusion and the force sensor was found to be within specification. A review of the event history log revealed multiple "downstream occlusion!" Messages however the log cannot be used to determine if the alarms occurred within appropriate pressure ranges. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump failed psi test during testing in the biomedical service department. There was no patient involvement. No additional information is available.